Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mchemonc user suspected there may be ghost pockets interfering with the pick or refill process. For example, medication ID 3375 does not appear on the pick or refill report even though it was below the minimum level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mchemonc user suspected there may be ghost pockets interfering with the pick or refill process. For example, medication ID (B)(4) does not appear on the pick or refill report even though it was below the minimum level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced communication delays. The technical support specialist dialed in to the server, resent the load messages, and sent an email to the customer. An update was awaited, and upon receiving the customer¿s email, the customer reported that the issue still persisted. A follow-up email was sent to the customer informing that the case would be assigned to the interface team. The interface team reviewed the jit inventory database for station and medid (B)(4) and confirmed that there were no ghost pockets. Upon further review of the case notes, it was identified that the medication did not appear on the pyxis es pick & delivery report, which was unrelated to the inventory database on the cce interface server. Since medications missing from the pick & delivery report are typically flagged as ¿backordered¿ in the pyxis es facility formulary, it was confirmed that medid 3375 was marked as ¿backordered¿ under the alton ochsner med foundation facility formulary. The team advised that removing the ¿backordered¿ flag would allow the medication to appear on the pick & delivery report if all other filters were configured properly. Permission was received from the customer to close the case. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.